Manufacturer narrative:
Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot /serial history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Both the connector and pigtail connection was observed to be intact, no visual defects were observed. An electrical evaluation was performed. To test the ability of the extension wire to deliver energy, a pre-cautery test was conducted per the instruction for use (IFU). The reference hemopro tool failed the pre-cautery test; it produced no visible steam during several activations over a period of 10 minutes. The cable was evaluated for electrical continuity using a multimeter. The connection between plug 1 - din 3, plug 2 - din 1 and plug 3 - din 5 were evaluated. Continuity was not confirmed at the connections. Based on the results of the evaluation the reported failure mode "electrical issue" was confirmed. We cannot confirm the age, sterilization or usage history of this reusable, non-serialized OEM device for which the lot number was not provided.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable, they connected the power cord to the hp cautery device and the generator started the sound of clicking and the hp device wouldn't turn off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable, they connected the power cord to the hp cautery device and the generator started the sound of clicking and the hp device wouldn't turn off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.